Manufacturer narrative:
It was indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported that post-op a silhouette screw broke in the pt. The index surgery was performed in approx (B)(6) 2008 and levels l4-l5 were treated with silhouette instrumentation. The pt recently presented with pain and x-rays showed the left l5 screw was broken and fusion had not been achieved. The pt denies any falls or other events that may have contributed to the event. The left l5 screw was removed with by drilling down around the embedded portion and a needle nose was used to grab and remove the remaining piece, the silhouette instrumentation was replaced with non-zimmer hardware treating l4-l5 as well as adjacent levels (superior and inferior).